Manufacturer narrative:
Occupation: health professional (hpro). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted the adapter had three cracked solder joints that contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of reload not recognized. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic bricker cystectomy, the device with the adapter made unpredictable motion to the left and right before clamping the vessel. They used another device to complete the case. There was no patient injury.